Event description:
Pt underwent a left shoulder arthroscopy for possible rotator cuff repair. At the conclusion of the case, a quarter sized area that appeared to be a burn was discovered on the left shoulder. Burn area was dressed. Burn being treated with silvadene ointment and dressing. No other info can be provided at this time.

Manufacturer narrative:
Nothing is going to be returned; it has been discarded by the user facility, which precludes conducting a physical analysis. However, historically, exit portal burns are associated with insufficient fluid management through the joint space while electrosurgical instruments are in use. Outside of this hypothesis we cannot discern any other root cause for the reported experience by the surgeon. To date, the reporter has not been able to provide a batch number there for a review of the batch records can't be conducted at this time. In the event additional info is received, it will be reviewed and reflected in a follow-up report. No further action or corrective action is warranted at this time.